Event description:
Device issue: difficult to deploy - plunger and thumb advancer. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, during plunger and thumb advancer deployment, resistance was felt. When the device was pulled back to place the locator wings against the anterior surface of the arterial wall to locate the access site, tactile feedback was lost. After clip deployment, "minimal bleeding" occurred. Manual compression was applied for ten minutes to achieve hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.